Event description:
It was reported that a patient with an unknown 29mm valve, implanted in aortic position, underwent a valve-in-valve procedure after an implant duration of 6 years and 4 months due to stenosis. The valve was replaced with a 9755rsl 29mm valve.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown 29mm valve, implanted in aortic position, underwent a valve-in-valve procedure after an implant duration of 6 years and 4 months due to stenosis. The patient was presented with dyspnea on exertion. The valve was replaced with a 9755rsl 29mm valve.

Manufacturer narrative:
The most likely cause is patient factors, including diabetes mellitus (dm) and hyperlipidemia (hld). The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.